Manufacturer narrative:
Reference number (B)(4). Catalog number in device identification is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Since (B)(6)2023 the patient had redness to the stoma site. His general practitioner prescribed an unknown antibiotic which helped initially. The redness returned and the patient's physician sent him back to his general practitioner for cultures to be taken.